Manufacturer narrative:
A software analysis investigation was conducted to determine a probable cause of the anomaly. The analysis found that the software of the navigation system functioned as designed as the reported issue showed issues with the hardware of the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. However, confirmation replacement for components on the navigation system has not been provided by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was slow to respond to prompts from the user. Additionally, it was noted to have some "lag". With normal use, functionality would restore. There was no patient present when this issue was identified. No additional information was provided. It was later reported that the navigation system would not respond to prompts from the user when utilizing the touch screen and mouse after a few minutes of use. It was noted that there was physical damage to the monitor as well. When the universal serial bus(usb) for the touchscreen was disconnected, the mouse could be used.